Manufacturer narrative:
Literature citation:toshiaki kotani, tsutomu akazawa, tsuyoshi sakuma, tetsuharu nemoto, konomi miyazaki, yasuyoshi hamano, emiko ito, hiromi akiyama, tomohiro shirai, shohei minami."implementation of a clinical pathway among hospital and general practitioners for osteoporotic vertebral fractures: combination of balloon kyphoplasty and weekly teriparatide injections". Literature citation : toshiaki kodai, tsutomu akazawa, tuyoshi sakuma, tetsuharu nemoto, yasushi ijima, yohei shimada, tomohiro shirai, takehide katougi, naho shimizu, shohei minami. "Effects of hospital-clinic liaison clinical pathway with balloon kyphoplasty and once-weekly injection of teriparatide". Mean age was 76.7±6.3 (66-91) years. 3 men and 31 women. (B)(6). (B)(4).although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that total of 34 patients who were observed for 6 months with once-a-week pth underwent bkp between the period of nov 2012 - oct 2013.there were 3 males and 31 females. The mean age of patients were 76.7+/- 6.3(66~91) years. According to the report,in a group using once-a-week tph, 5 refractures were observed as post-op complications, and the 4 patients out of 5 led to revision surgery.